Manufacturer narrative:
Additional information: the target lad-db3 lesion exhibited severe tortuosity and 70% stenosis. The ostia of db had stenosis up to 60%. The proximal part of the artery had total occlusion. The lesion was pre-dilated by balloon catheter 2.5x15mm using nominal pressure 8 atm. A non-medtronic 2.75x13mm was successfully deployed using pressure 12 atm in lad-db3. A 2.75x26mm st brig stent was then successfully deployed. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the physician intended to use a brig coronary bare metal stent to treat a tortuous lesion in the diagonal artery. Two guides wires were used. Resistance was encountered when advancing the stent through diagonal artery. It was described that the physician was unable to deliver the stent and removed the device after three attempts of deliver the stent. Inspection of the stent after the failed attempts to position revealed a deformation in the tip. Patient status post-procedure is in a satisfactory condition and no injury. The brig device is not approved in the us however it is considered the same as integrity .

Manufacturer narrative:
The stent was not positioned on the balloon between the marker bands as per specifications, wraps were stretched distally . Deformation was evident to the 1st-8th stent wraps, with struts appeared stretched . Deformation was evident to the distal tip, with tip appearing kinked . The guidewire lumen patency was verified with a 0.015 inch mandrel. If information is provided in the future, a supplemental report will be issued.